Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 48 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient had a chest CT on (B)(6) 2018 that showed complex gas-containing retrosternal collection with an extension through the mediastinum concerning for infection. On (B)(6) 2018, sternal and blood cultures were obtained and there was a fluid collection in anterior chest. The wound was opened and the bloody/purulent fluid was drained and cultured. The wound was washed with saline and a wound vac was applied. The blood culture was positive for enterococcus faecalis (aerobic and anerobic samples) and proteus mirabilis (aerobic sample). On (B)(6) 2018, a sternal wound debridement was performed in the operating room. The patient was started on antibiotics vancomycin, ampicillin, and ceftriaxone. On (B)(6) 2018, the patient had a fever and was transferred to the ICU. The patient had a bronchoscopy on (B)(6) 2018. Per infectious disease, the patient will continue on a 6-8 week course of antibiotics. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.